Event description:
A discordant, falsely elevated vitamin d (vit d) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vit d result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to inspect reagent probe 1, and the customer noted that the probe had a droplet hanging from it. The ccc instructed the customer to replace reagent probe 1 and run a dispense test. No droplets were observed after troubleshooting. The cause of the discordant, falsely elevated vitamin d result is related to a faulty reagent probe 1. The instrument is performing according to specifications. No further evaluation of the device is required.